Event description:
Npb received information which suggests that a ks330 unit stopped cycling while in patient use. There was no patient injury.

Manufacturer narrative:
Npb made multiple attempts to gather incident information within the first 30 days of receiving complaint.